Event description:
It was reported that the graftmaster stent delivery system (sds) was used in a procedure to treat a right popliteal perforation which occurred with the use of a non-abbott device. The sds was advanced but failed to reach the perforation due to resistance in the patients popliteal vessel. The sds was removed intact and the patient was successfully treated with balloon inflation. The final angiogram revealed containment of the dye extravasation. Closure of the right common femoral artery access site was performed using manual pressure. The patient was transferred to the inpatient unit in hemodynamically stable condition. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for failure to advance reported from this lot. It should be noted that the IFU, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated. Long-term outcome for this permanent implant is unknown at present. Based on the information reviewed, there is no indication of a product deficiency.